Event description:
It was reported that the customer was changing the reservoir of the insulin pump and one of the rubber gaskets in the reservoir compartment fell out. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube, cracked reservoir tube window, broken battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.